Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing could not be conducted properly due to leakage caused by breakage of up/down and right/left knob. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: the insulation resistance value of distal end is out of standards due to the scratch on plastic distal end, bending section cover adhesive is broken, connecting tube is corrugated, the gap on upward/downward angulation control knob is out of standards due to the worn angle-wire, angulation in the up direction is out of standards due to the worn angle-wire, waterproof failure due to the broken upward/downward angulation control knob and the right/left knob, the water supply quantity is out of standards, due to the deformed nozzle, and the light guide bundle is abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use on a diagnostic procedure, the colonovideoscope angulation was reduced. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign material coming from a clogged sub-water supply channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.